Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 20 cm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Event description:
Boston scientific received information that this lead displayed noise and oversensing that led to inappropriate shock therapy. A lead fracture was alleged. The patient was seen for a revision procedure where the lead was explanted. The lead was returned for analysis.